Manufacturer narrative:
Block h6: medical device code a050501 captures the reportable issue of bands failed to deploy. Block h10: investigation results: the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that only the ligator head was returned for analysis. It was noted that the ligator head returned with six bands attached and some of them were moved from their original positions and were overlapped. Additionally, the ligator head teeth were found damaged. No other issues with the device were noted. The reported event was confirmed. The bands were overlapped and moved from their positions and the ligator teeth were damaged indicating that there was a deployment failure. The damage/bend observed on the ligator head teeth may be related to user manipulation and/or some extra tension applied to the device. Once the ligator head teeth are damaged, the suture can have trouble releasing the bands. Therefore, the most probable root cause of this event is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2021. During the procedure, the device could not be deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2021. During the procedure, the device could not be deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.